Event description:
Caller reports the patient tested 2.5 inr on the coaguchek s system and 1.7 inr on a comparison lab. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.